Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Testing of the customer samples was performed and leakage was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that blood leaked from the damaged bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter, translated from japanese to english: "blood leaked during blood collection. Customer complained that the tube was damaged."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the damaged bd vacutainer® push button blood collection set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood leaked during blood collection. Customer complained that the tube was damaged."